Manufacturer narrative:
Investigation in process.

Event description:
Event detail: it was reported that while removing a tm on rod, which was implanted by a different surgeon approximately 5 years prior, the removal instrument (coring tube) fractured during the procedure. The patient remained in surgery for an extended amount of time while the on rod was removed using trephines. The fractured component along with the fractured instrument was successfully removed and surgeon proceeded with a total hip arthroplasty.